Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after completing the load process. Tandem technical support could not verify any alarms or alerts in the pump logs. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) ranged from 300-600 mg/dl. A correction bolus via the pump was delivered to address bg.